Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained from a single patient sample using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. An assignable cause could not be determined. An unknown sample handing issue, incubator contamination, or an unexpected reagent issue cannot be entirely confirmed or ruled out as a contributing factor to the (B)(6) vitros ahbs result. Vitros tt4 and vitros tsh within-run precision testing used to assess vitros analyzer performance was within acceptable guidelines suggesting an instrument issue was not likely a contributing factor to the event. Based on acceptable historical vitros ahbs quality control data, a vitros ahbs reagent issue is not a likely contributing factor.

Event description:
A customer obtained a (B)(6) vs. Expected result of (B)(6) from a single patient sample using vitros ahbs reagent with a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The (B)(6) result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).